Manufacturer narrative:
(B)(4). Concomitant medical products: femoral component option cat#: 00599601851, lot#: 68330780. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the patient was revised due to pain and instability; during revision the tibial baseplate was discovered fractured.

Manufacturer narrative:
Implant on unknown date in 2005. Concomitant medical products: unknown nexgen articular surface catalog # unknown lot # unknown. Multiple MDR reports were filled for this event: 0001822565-2018-01639.

Event description:
It was further reported the patient also underwent the left knee revision surgery due to polyethylene wear.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. X-ray reviews concluded distortion of the tibial plate contours which can be related to a fracture of the hardware, but the fracture itself cannot be visualized. Possible loosening along the medial aspect inferior to the tibial plate, which can contribute to the pain. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.